Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was ¿in trouble¿ because, on friday night ((B)(6) 2018), in the middle of a pose during yoga, the stimulation got ¿super strong¿. There were no further complications reported or anticipated. (See general text for non-complaint information/complaint rule out)

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1gfef implanted: (B)(6) 2018, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they saw their health care physician (hcp) on (B)(6) 2018 at 2:00 pm. The patient reported they ran a test and said lead ¿3¿ seemed to not connect but other stations did. The patient reported the steps taken to resolve the stimulation getting too strong during yoga was a reprogramming. The patient reported that the issue of the stimulation getting too strong during yoga seemed to be resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was having problems with her interstim. The patient was transferred to patient services. There were no further complications that have been reported as a result of this event.